Event description:
Three sets had a cap (from a needlefree port) come off the manifold. There were no patient complications reported. The sets were replaced. Samples were saved and will be returned to quest for evaluation.